Event description:
The complainant reported the patient was on impella cp support and a hematoma was noted at the access site. Staff performed a computed tomography scan, and blood was noted in the patient's abdomen and a retroperitoneal bleed was found. Four units of packed red blood cells, fresh frozen plasma and cryoprecipitate antihemophilic factor were given to the patient. The doctor thought that the high stick my have affected the superficial femoral artery and vascular was consulted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation. A data log review was not necessary for this case. According to the clinical notes, a hematoma was noted at the access site. CT scan revealed that the patient had bleeding in the abdomen and retroperitoneal space. Hemostasis was achieved after vascular surgery. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.